Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that while trying to remove a screw, the hex head inside the screw became stripped and no screwdriver was able to remove it. The surgeon had to cut the humeral implant with a metal cutting bar in order to remove the screw.

Manufacturer narrative:
The set screw was not returned for review and no photos were provided; therefore the condition of the screw is unknown. Device history records for the screw were not reviewed since the review of the device history records for the reported issue would not provide additional information that would assist in determining the cause of the reported event. This device is used for treatment. Product history search revealed no additional complaints against the related part and lot combination. A definite root cause cannot be determined with the information provided.